Event description:
Up to two drips of insulin leaks after injection, high blood sugar readings [device leakage] ([blood glucose increased]). Case description: medical device info: class iia. This spontaneous case from united states was reported by a nurse as "up to two drips of insulin leaks after injection, high blood sugar readings" and concerns a child treated with novofine 8mm (30g) autocover (needle) from an unspecified date for "type 1 diabetes mellitus". Pt's height: unk. Medical history includes type 1 diabetes mellitus. A nurse reported that a child was losing up to two drips of insulin (type and brand not specified) with the use of the novofine 8mm autocover needles. As a result, the child was hospitalized with high blood sugar levels (400 to 500 mg/dl) on (B) (6) 2009. The nurse stated that the child was discharged from the hosp the same week as admitted (the week prior to when the report was made); exact date unk. The blood glucose levels had normalized at that point. The nurse was unable to provide any further info. The overall outcome was reported as "recovered".